Event description:
Information received by medtronic indicated that the customer reported had issues on pump where pump keeps shutting down and restarting and  then received a insulin pump error alert. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the error occurred during the basal. The customer was able to clear the alarm successfully and stated that the pump rewind was completed but the pump error 4 occurred again. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. S/w ver 5.2b. Retainer = black. Case type = ngp. The customer returned the pump for alleged multiple pump error 63 and pump error 4 alarms (on separate days) reported on 10/22/2022. The pump passed the self test and displacement test. The pump was successfully downloaded using thump. No unexpected pump error 63 or pump error 4 alarms occurred during testing however, a review of the history files shows there are five (5) pump error 63 (linenumber: 147 filenumber: 2017 variableinfo: 15) alarms and two (2) pump error 4 (linenumber: 2690 filenumber: 32122) alarms which are listed below: 09/12/2022 06:26:28 alarmalertnotification (40) faultnumber: hardwareerroralarm (63) linenumber: 147 filenumber: 2017 variableinfo: 15, 10/11/2022 16:52:36 alarmalertnotification (40) faultnumber: hardwareerroralarm (63) linenumber: 147 filenumber: 2017 variableinfo: 15, 10/11/2022 16:52:36 alarmalertnotification (40) faultnumber: mainprocessorcommunicationalarm (4) linenumber: 2690 filenumber: 32122, 10/15/2022 21:01:24 alarmalertnotification (40) faultnumber: hardwareerroralarm (63) linenumber: 147 filenumber: 2017 variableinfo: 15, 10/22/2022 02:22:07 alarmalertnotification (40) faultnumber: hardwareerroralarm (63) linenumber: 147 filenumber: 2017 variableinfo: 15, 10/22/2022 02:22:07 alarmalertnotification (40) faultnumber: mainprocessorcommunicationalarm (4) linenumber: 2690 filenumber: 32122, 11/03/2022 17:28:21 alarmalertnotification (40) faultnumber: hardwareerroralarm (63) linenumber: 147 filenumber: 2017 variableinfo: 15. The pump was cut open for a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The pump error 63 alarm is due to a problem with the twi interface or with ad5161 chip and the pump error 4 is a consequence of pump error 63, faults are isolated to the hardware. The following were noted during the physical inspection: scratched case, stained keypad overlay, stained serial number label, cracked battery compartment at the corner of the belt clip rails, cracked battery tube threads, and pillowing keypad overlay. Pump error 63 and pump error 4 alarms are confirmed, faults are isolated to the hardware. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
The device was returned for analysis.